Manufacturer narrative:
Additional procedure required. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that one day after the catheter was placed it was noted to be leaking at the junction where it meets the hub. The device was successfully replaced with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did require an additional tube placement procedure due to this occurrence. According to the initial reporter, the patient did not experience any additional adverse effects due to this occurrence.